Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin.